Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device was received with broken reservoir tube lip, minor scratched lcd window, scratched case, and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error. The customer stated that they were changing the infusion set and while the priming process was being performed the insulin pump pushed all of the insulin out. The customer's blood glucose was unknown. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.